Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A different device was returned than was originally reported. One thousand two hundred six representative samples were returned for analysis. A visual inspection of representative samples noted no breaches or damage to the breathable pouches, with needles properly parked in the retainers and sutures correctly wound without retainer damage. Tactile and microscopic inspection of the sutures identified varying degrees of dark discoloration and stiffness near the needle attachment point on several sutures, while the foil pouches showed no abnormalities the breathable pouches were opened without damage, and the sutures were removed and handled without difficulty. Instron testing demonstrated no suture breakage or fraying, and needle detachment forces met ep mean and individual specifications. Additional 90° needle attachment testing passed, although results were close to the internal lower control limit; no formal design or regulatory specification exists for this test condition. It was reported that the needle detached from the suture. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtro nic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, at the time of the first insertion into tissue, the needle detached from the suture. The procedure was prolonged by half an hour as a result. The suture was replaced with another of the same referral and lot. No patient complications have been reported as a result of this event.